Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. A third party field service representative evaluated the device. The device was tested for 3 days and no problem was found. Field service representative suggested that battery empty in event trace which could have caused the issue.

Event description:
The customer reported to vyaire medical that the ltv 1200 resets then turns off. At this time, there is no information regarding patient involvement associated with the reported event.